Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, nozzle unit on o2 gas module was physically damaged. Feather spring was damaged by biomed during service. Nozzle unit was replaced to resolve the issue. The reported issue was confirm in provided device's logs. Information provided by technician by photo confirmed that the nozzle unit has a broken feather spring. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to unintended use error. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).